Event description:
The patient experienced pain in his neck and choking due to vns. The doctor believes the choking and neck pain were due to low vns battery. The patient's generator was replaced and the battery was noted not to be low. The explanted device was discarded by the hospital the replacement surgery took place at. No other relevant information has been received to date.